Event description:
It was reported in a journal article that three patients experienced minor infections and localized pain which were treated conservatively without further surgical intervention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown - unknown articular surface - unknown. Unknown - unknown femoral - unknown. Unknown - unknown femoral stem - unknown. Unknown - unknown tibia - unknown. G2: foreign - event occurred in canada. G2: literature - greenberg, a., braunstein, d., abughaduma, n.r., gross, a., safir, o., kuzyk, p., wolfstadt, j., backstein, d. (2025). Survivorship and complications in revision total knee arthroplasty with a constrained condylar knee implant: a minimum 10-year follow-up study. The journal of arthroplasty, volume 40, issue 12, 3240 - 3245. Doi: 10.1016/j.arth.2025.05.088. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.